Manufacturer narrative:
Additional information in d9, h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body. There was evidence on the female connector an insert chip was present. The reported condition was verified. The cause of the condition was related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the twist clamp of a minicap extended life pd transfer set. This was identified at the patient¿s home during treatment for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.